Manufacturer narrative:
E1: additional initial reporter phone no. Is (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of the minicap transfer set; further described as ¿the head of the transfer set was detached from the whole body of the transfer set¿. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The transfer set would be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation wet with a mini cap . Visual inspection was performed and a separation was observed between the female connector and main body. Clamp function and clear passage testing were performed and no issues were observed. Leak testing was performed and a leak was observed at the female connector. The reported separation was verified. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. The cause of the leak was due to a damaged female connector. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.